Manufacturer narrative:
The company iii (d) cartridge was not returned. Company product history records were reviewed and documentation indicated the product met release criteria. The associated products were not provided. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Two photos were provided of the lens in the eye. The photos only differ in magnification. The haptics are not visible. There is reflected glare on both photos on/near the area in question. There appears to be a foreign material or damage on the center of the lens. This appears to be on the posterior surface. No other determination can be made from the photo. The product investigation could not identify a root cause for the reported complaint. The company iii (d) cartridge was not returned for evaluation. Based on review of the provided photos the there appears to be a foreign material or damage on the center of the lens. This appears to be on the posterior surface. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, residue was sticking to the lens. The surgery was completed after exchanging the product with another one. There was no patient impact.